Manufacturer narrative:
Additional information: b2: awareness date used as event date. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Uveitis and dislodged/dislocated stent are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Uveitis and dislodged/dislocated stent are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was initially reported through a request for a medical consultation. Reportedly, following a trabecular microbypass stent system procedure, a patient presented postoperatively with a dislodged stent sitting on the peripheral iris, and three (3) large inflammatory precipitates observed on the inferior cornea. The report noted that the patient's intraocular pressure was currently "stable" with only one (1) stent in "good position". Through follow-up, the surgeon consulted with a medical expert who reported discussing the patient's uveitis, and techniques and approaches to manage the dislodged stent, which was due to "eye rubbing". Per report, the surgeon decided to remove the dislodged stent and planned to implant additional stents. Additional information has been requested.